Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing a daily inspection of the cardiosave intra-aortic balloon pump (iabp), pressing the start button did not initiate pumping. Pressing other parts also yielded no response. During the special activation, pressing each item on the main menu screen resulted in no response.

Event description:
N/a

Manufacturer narrative:
B4 , d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue so the fse replaced parts of the touchscreen. Calibration of the touch screen was completed. Also, pressing the start button starts pumping and it is now normal.